Event description:
It was reported there was a power on reset (por) condition however no code was noted. It was cleared on the day of the call. It was unknown when the por had occurred.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).